Event description:
It was reported the s1 lead had migrated and l2 lead fractured. As such surgical intervention was undertaken on (B)(6) 2025 where in the s1 lead was explanted and the l2 fractured lead and the distal portion of the lead with all 4 contacts was left implanted.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.